Event description:
It was further reported that the rv high voltage impedance on the coil was tested through the analyzer and results were normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post implant the initial impedance reading of the right ventricular (rv) lead was high at 123 ohms on the rv coil and then dropped to 43 ohms. The physician believed the rv lead moved and went in to revise the lead. The rv lead was unscrewed with no issue and when attempting to hook the lead back up, the cardiac resynchronization therapy defibrillator (crt-d) set screw would not engage. The crt-d was explanted, and a new crt-d was provided. Once again, the same rv lead impedance behavior was observed, a high initial rv coil reading followed by a low 43 ohms reading. Defibrillation threshold testing was performed and successful at 30 joules to verify function. The rv lead and new crt-d remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6935m62 lead, implanted (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.